Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample from a young pregnant woman. The initial result was 5080 miu/ml and was reported outside the laboratory. The doctor complained about this result and the sample was repeated on the same analyzer with a result of 9923 miu/ml. The sample was also repeated on a cobas e601 and the result was 15419 miu/ml, which was "adequate to clinical stage of patient." The patient was not adversely affected. The hcg+ss reagent lot number was 16758401 with an expiration date of 07/31/2013. The investigation determined there was no issue with the reagent based on precision testing performed by the customer on both analyzers.

Manufacturer narrative:
The investigation could not determine a root cause as the instrument was removed from the customer site. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).